Manufacturer narrative:
The technician found the side rail latch bolt and nut is missing. The technician replaced the side rail latch bolt and nut to resolve the issue.

Event description:
The technician alleged the side rail will not latch. No pt impact.